Event description:
Poly wear possibly less than 10 years and loosening possibly less than 5 years. It was found that the patient had osteolysis on the femur and tibia and that the tibial component was loose.